Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the degeneration/deterioration could not be confirmed but may be a result of the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, four years, one month post successful tavr using a sapien xt valve, the valve was explanted due to sclerotic degeneration. The valve was originally deployed via transapical approach uneventfully. The patient was admitted to the hospital due to bacteremia almost one year and six months later. Six months after the hospitalization, echo examination showed a properly functioning valve. The patient developed heart failure after four (4) years post tavr and echo indicated functional failure caused by sclerotic degeneration. Surgical aortic valve replacement was carried out and the valve was explanted. The physician mentioned that it would not be valve thrombosis because the patient is taking warfarin.

Manufacturer narrative:
The sapien xt valve was returned to edwards lifesciences for evaluation. During visual inspection, host/pannus tissue growth was observed on all the valve leaflets. Soft pannus was noted on the inflow strut and around the frame. Hard pannus was seen where the leaflets connect to the commissure. One leaflet was observed to be hardened and not pliable, the other two leaflets were pliable. The frame was distorted, most likely due to valve explantation. No functional testing was able to be performed due to device returned condition. Additionally, no dimensional testing was able to be performed due to the condition of the returned device. A DHR review was performed on the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other related complaints. During manufacturing of the sapien xt valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of complaint history for the sapien xt valve from march 2019 to february 2020 revealed no other returned complaints for ¿valve ¿ degeneration, deterioration¿. The complaint occurrence rate did not exceed the february 2020 control limit for the ¿degeneration, deterioration¿ trend category. The IFU for the sapien xt valve was reviewed for instructions relating to the complaint event. The long-term durability of the valve has not been established. Regular medical follow-ups are advised in order to diagnose complications and evaluate valve performance. Structural valve deterioration is specifically listed as a risk associated with aortic valve replacement and bioprosthetic heart valves. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed based on the visual observations. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, structural valve deterioration is a potential adverse event associated with the transcatheter heart valve replacement procedure. Over time, it is possible that leaflets may be affected by the development of calcification, or the formation of pannus/host tissue. In this case, the tissue growth seen on the valve is light; however, based on the visual observations, some impact on the valve pliability was observed. While one leaflet appeared to be stiffened, all of the leaflets do not appear to be calcified, and based on the given patient information, there are no known risk factors (e.g. Renal insufficiency, disorder of calcium metabolism) that could have contributed to the event. Additionally, while there was mentioned of infection of the patient 1.5 years after implant, echo showed no problem with the valve after the patient being hospitalized for 6 months. The level of infection and the details of treatment provided was unknown. While there was no abnormal tissue growth on the returned valve, the long-term impact of previous infection to the valve was unknown. As such, there is not enough information to determine a root cause at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the complaint occurrence rate did not exceed the applicable trending control limit, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.